Event description:
The customer reported to olympus that the telescope "oes elite", 4 mm, 12°, hd, autoclavable image was blurring (with one protective tube). The event occurred during reprocessing before a therapeutic plasma cutting procedure. The procedure was completed with another device. There was no patient harm associated with the event. The device was evaluated, and it was found that the eyepiece was loose. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to displacement of the lens. In addition to the eyepiece being loose there was an additional finding of the outer tube was skewed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1: (B)(6) hospital.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. During device investigation, the damage found was determined likely caused by excessive force applied during use. Olympus will continue to monitor field performance for this device.